Event description:
It was reported the patient had pump with medication for three days. The disposable leaked medication out of the filter. The pump was stopped, and the filter was covered. A replacement extension line was organized through the hospital pharmacy and the pump was restarted. It was the second time that the filter was leaking. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Three devices were returned for analysis. Visual inspection showed a damaged pressure plate with the cassettes and no visible damages to the extensions. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. It was determined that the most probable cause was due to using high solutions of surfactants. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6), corrected data: h6: health effects..